Manufacturer narrative:
(B)(4). The pump was serviced on-site. Visual and functional tests were performed. A damaged battery was found during testing (cause unknown). The battery was replaced to correct the condition. The pump passed all tests and was returned to the customer in working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
During on-site service, the baxter service technician found that a flogard infusion pump had a damaged battery. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.